Event description:
Purchased some contacts and it irritated my eyes for a week straight. Is the product over-the-counter: yes. Date the person first started taking or using the product: (B)(6) 2017. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Do you still have the product in case we need to evaluate. No.